Event description:
It was reported to philips that system would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A remote service engineer (rse) examined the system remotely and confirmed device would not boot up. Rse assisted biomed and checked the lights on the xray pc drive bay and found the first drive bay led was not lit. To resolve the issue biomed shut the system off and reseated all drives for the xray pc, flex spot pc, and flex vision pc. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). Upon restoring power, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code corrected.